Manufacturer narrative:
The actual sample was returned to the MFR. The device eval has not been completed by the plant and the investigation is ongoing. A supplemental report will be filed upon completion of the investigation.

Event description:
The pt's daughter reported that a pinhole was found on the back of the cassette after treatment was completed. She also stated an "air in cassette" alarm went off during the treatment. No signs of moisture or condensation were noted inside the cycler. The pt's pd rn confirmed there was no fluid leak and stated the pt did not experience any adverse effects or require intervention as a result of the alleged pinhole. The sample is available.